Event description:
It was reported that the ventricular lead exhibited low impedance of 217 ohms. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Company representative.